Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hospitalized. The customer's blood glucose value was 301 mg/dl. It was unknown whether the auto mode feature was activated or not at the time of high blood glucose event. The customer also reported that the high blood glucose event was due to insulin flow block. Troubleshooting was declined. No further patient complications were reported. The insulin pump will not be returned for analysis.